Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronics assembly. The pump was unable to perform all functional testing including the operating currents, unexpected restart alarm error, rewind, basic occlusion, and occlusion tests due to blank display. The prime/compromised force sensor system and excessive no delivery tests were also unable to perform for the same reason. The pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. Customer stated the device started beeping, counting numbers and after setting the time and date, it started counting again. The alarm did not occur shortly after inserting a new battery. Blood glucose level at the time of the incident was not provided. Customer also reported that the had a crack on the screen towards the reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.